Manufacturer narrative:
No patient was involved. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the centrimag motor did not work at all and a motor not connected alarm was observed. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a centrimag motor not working was confirmed. The returned centrimag motor, was tested and during testing an m4 alarm activated and it was noted that the motor stuttered when the pump started or when the cable was moved, reproducing the reported event. Visual inspection of the motor did not reveal any damage to the motor cable or to the pins of the motor cable connector. Resistance measurements across the current bearing phase wires revealed that phase a2 fluctuated from a continuous to an open connection when the motor cable was slightly bent at the motor body, indicating conductor breakdown in the motor cable. An open connection in this wire would cause the atypical motor behavior observed during analysis. All the other phases measured within the normal ranges and did not vary with manipulation of the motor cable. None of the current bearing phases were found to be shorted to ground via the shielding. The root cause of the conductor breakdown in the motor cable could not be conclusively determined during the investigation; however, a CAPA has been initiated to investigate this issue further. The motor can't be repaired and should be scrapped. No further information was provided. The manufacturer is closing the file on this event.